Manufacturer narrative:
Date of report: 11jul2019. Date rec¿d by MFR: 13jun2019. The field service engineer replaced the touchscreen to address the reported issue. The device has been repaired and is now in service. Touch screen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06dec2018. The field service engineer (fse) performed calibration to the device and it failed calibration. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator touchscreen is not sensitive, and some functions can not be achieved. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.